Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that the tubing separated from an unspecified clave y-site on the tubing set. The tubing set was replaced and the therapy was resumed. There were no reports of adverse patient effects and no reported delays in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.